Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.